Manufacturer narrative:
These are known potential adverse events addressed in the product labeling. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional (hcp) reported to have noticed some swelling in the lip after applying topical numbing agent (blt). The hcp wiped away the numbing agent and proceeded to inject the patient into the lips with 0.3 ml of juvéderm® volbella® xc. The patient experienced ¿normal swelling standard to injection site response¿. After the patient went home, through the night, the swelling almost doubled in size. The hcp suspects the patient is experiencing an allergy response, possibly "angioedema" or "angiodermal allergy" response to the needle or juvéderm® volbella® xc product. The hcp pointed out that the patient is allergic to nickel and titanium. On the following day, the patient went to see the primary care and is being treated with steroids and benadryl®. Additionally, the patient reported to have had ¿angioedema¿ and that the physician ¿believes¿ the patient ¿might be allergic to what the needle is made out of.¿ the symptoms are ongoing.